Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record could not be performed as the serial number was not provided. Only the observed floating material was returned to olympus for inspection and the reportable malfunction was not confirmed. The foreign material does resemble packing spatula; however, the material did not match materials from the subject device nor the packing materials. Additionally, the cleaning equipment was checked and no match was found for the material. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during reprocessing, a piece of broken packing from the air/water valve floated out of the water. There were no reports of patient harm.